Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the camera cable had a hole in it, and it was considered possible that moisture had penetrated inside the cable. Therefore, it is presumed that flooding occurred in the main unit imaging and camera cable. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited, water immersion in the imaging of the main unit and camera cable is flooded. There were no patient involvement.